Manufacturer narrative:
Additional manufacturer narrative: the patient identifier, age, weight and gender were not available.

Event description:
It was reported that the surgeon pulled the handle once to deploy the wings. Only one suture was determined to be tight and the other was loose. He then took a suture cutter and cut the loose suture out and left the magnum 2 in situ with the tighter suture. He then placed another anchor as an additional measure of security.